Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since the tumor tissue had not been removed as much as desired with brainlab navigation involved, despite according to the hospital/surgeon (treating clinician): - the unintentionally remaining tumor tissue was detected by the surgeon with a post-op CT. - the final outcome of the surgery was not successful as intended as not as much tumor tissue as intended was resected. - the surgeon decided to not perform a revision surgery, but instead to continue the planned radiation treatment for this patient. - no brain tissue was resected, dissected or penetrated in a different location than intended, the actual dissection path did not deviate from the intended path. - there was no direct (or increased) risk of harm to a critical structure (e.g. Brain tissue/structure, blood vessels, etc.) Due to the reported problem/apparent navigation inaccuracy. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the apparent deviation of navigation information compared to the actual patient anatomy during the final surgery step was: - a shift of the patient's brain anatomy during surgery, due to e.g. The opening of the skull, dissection of brain tumor tissue performed, and/or loss of cerebrospinal fluid. A shift of the patient's brain after patient registration to navigation cannot be recognized or compensated by the navigation system, which uses the pre-operative image data for display of instrument positions relative to the actual patient anatomy. Apparently, the resulting deviation between the registered preoperative image scan in the navigation display and the actual patient anatomy was not recognized by the user with the appropriate and necessary accuracy verification throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this user.